Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, noise on the right ventricular (rv) and (ra) lead. It was noted, that the patient had a gauze, causing pain on the pacemaker. The physician elected to repair the rv, ra lead and remove the gauze by the pacemaker. The patient was in stable condition.